Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for bleeding in the esophageal vein during a varicose vein ligation procedure performed on (B)(6) 2025. Post procedure, the band failed to remain attached to the varix or varices. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for bleeding in the esophageal vein during a varicose vein ligation procedure performed on (B)(6) 2025. Post procedure, the band failed to remain attached to the varix or varices. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a22 captures the reportable event of bands falling off varix. H11: investigation results: the speedband superview super 7 was returned. During the visual inspection, it was observed that the ligator housing was not returned and the handle has evidence that the trip wire was secured into the handle slot. Additionally, the suture wire returned with seven knots. No other problems were observed with the device. The reported event of bands falling off varix was unable to be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The ligator housing was not returned for analysis to identify any defect with the device. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. With all the available information, boston scientific concludes that the most probable cause is cause not established.